Event description:
A report to technical services noted lead impedance was averaging 500 ohms; however, over the past year, the impedance has trended upward over 2000 ohms. Caller questioned if lead could be programmed unipolar. Technical services advised lead cannot be programmed to unipolar and discussion should be made with the physician. The device remains actively implanted with no subsequent information of any consequential actions. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead impedance has trended upward over the (B)(6), however no change in sensing/pacing. Rv impedance increase trended to greater than 2000 ohms up from 500 ohms over (B)(6). It was further reported that the lead was capped and replaced due to high impedance and steady increasing impedance. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.